Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 1 while in use on a patient. Despite the issue, the staff continued to use the iabp, and powered on/off the iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "system error 1 alarm" is not able to be confirmed. The pump was continued to be used after the power reset. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 1 while in use on a patient. Despite the issue, the staff continued to use the iabp, and powered on/off the iabp. There was no report of patient complications, serious injury or death.